Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump error 63 confirmed in device history with variable due to broken trace at keypad assembly. No pump error 43 alarms noted during testing however, pump error 43 is found in the formatted history. Moisture damage was found on the force sensor and electronic assembly during visual inspection. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. Device and test transmitter or sensor calibrated successfully. No pump error 92 alarms noted during testing and was not found in the formatted history file. E/a alarm unspecified not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process for the first error. The customer stated after performing self test she received hardware low level failures alarm. The customer stated insulin pump had shut down and restarted checked the alarm history and customer got an error in the motor was detected by reading unexpected value from hall sensor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.